Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus technician went onsite, dusted the processor and light source, and the issue was resolved. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source's fan grills were heavily clogged and an error e101 occurred. The issue occurred after a long procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, internal temperature did not decrease due to dust on the ventilation grills of the fan, so the device reached a temperature that exceeded the specified temperature, resulting in the activation the safety mechanism. Olympus will continue to monitor field performance for this device.